Manufacturer narrative:
Correction: please note that result code 3221 and conclusion code 11 no longer apply to this report. Device evaluation: analysis of the lead found the #0 conductor was broken 2.4 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot# 0207196584, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. (B)(4) belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that at a post follow-up in clinic, the patient¿s symptom returned slowly. The patient experienced 3-4 time lead breakage issue. The hcp could not understand these situations and how to explain about the reason of this issue to patient and caregiver. There were no specific issue, or no traffic accident that contributed to the event. It was noted: ¿can¿t exercise properly cause of patient had to walk on crutches;¿ follow up is being done to clarify this. Troubleshooting was performed, hcp checked impedance measurement in or but it worked and then suddenly broken repeatedly. Impedances were >10,000 ohms with 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3, and 0<(>&<)>4. Therefore, discussion about lead, extension current issue. Finally replaced all the components of the system. The issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that there was no issue with the ins. The comment of ¿can¿t exercise properly cause of patient had to walk on crutches¿ was not related to the device. Firstly, it was found that the open circuit occurred with contact 7. Subsequently, all open circuits occurred within a month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Reference manufacturer report # 2182207-2009-07620, 3004209178-2018-08285, and 3004209178-2018-08382 for the other three lead break events.

Manufacturer narrative:
Concomitant medical products: product ID 97791, serial# unknown, product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.